Manufacturer narrative:
Corrected data: h10 (manufacturer narrative on the previous follow-up report was incorrect). H10: per additional information obtained, the subject device was reprocessed according to IFU (instructions for use). This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Based on the results of the device evaluation, the reported event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 months since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material at the air/water cylinder and channel could not be identified. The suggested event is preventable and detectable by handling the device in accordance with the following sections of the instructions for use: -detection methods are written in IFU: cf-hq1100dl/I operation manual chapter 3 preparation and inspection. -prevention measures are written in IFU: cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
H10: per additional information obtained, the subject device was reprocessed according to IFU (instructions for use). This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, the reported event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material at the air/water cylinder and channel could not be identified. The suggested event is preventable and detectable by handling the device in accordance with the following sections of the instructions for use: -detection methods are written in IFU: cf-hq1100dl/I operation manual chapter 3 preparation and inspection. -prevention measures are written in IFU: cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the colonovideoscope image dropped out during the procedure. No patient injury or procedure delay was reported. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the air-water cylinder and tube had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
In addition to the finding in b5, the evaluation found the customer's allegation was not confirmed. Also, the evaluation found the following: due to damage on plug unit, a noise image occurred. Due to the wear of the angle wire, the bending angle in the down direction did not meet the standard value. Due to a crack, the plastic distal end cover had a snag on it. The adhesive around the light guide lens had a crack. The adhesive on the bending section cover had a crack. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.